Manufacturer narrative:
Concomitant medical products: section d information references the main component of the system. Other relevant device(s) are: d1: brand name: micra, d4: model#: mc1avr1-delsys / expiration date: 14 may 2024 / serial#: (B)(6), UDI #: (B)(4), d9: device available for evaluation: no, h4: mfg date: 17 nov 2022, h5: labeled for single use: yes. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
It was reported that intra-operative the leadless implantable pulse generator (ipg) exhibited high thresholds and resistance was noted when attempting to retract the ipg into the device cup, and the retrieval attempt was abandoned. It was noted that the ipg was entangled in the tissue near the tricuspid valve, making removal impossible. The decision was made to leave the ipg in the patient. The ipg was inactivated and a second leadless ipg was successfully implanted. No patient complications have been reported as a result of this event.